Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc was not starting. Upon troubleshooting actions, the fse identified that the hard disk in the suite pc was defective. The fse replaced the hard disk and reloaded the system software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.